Event description:
A system operator reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer report number 1061857-2007-00128. At one week post-op, this pt exhibited a 1-line decrease in bcva in the right eye. Ucva improved from 20/cf to 20/60-. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.